Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No missing segments or partial display anomaly, faded display anomaly, drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, missing end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was fading and going slow and screen was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.